Event description:
It was reported when using the bd preset¿ arterial blood collection syringe customer found that the needle of the arterial blood collection device was detached and bent. The following information was provided by the initial reporter. The customer stated: when checking the outer packaging, it was found that the needle of the arterial blood collection device was detached and bent, making it unusable. Immediately replaced another arterial blood collection device. No harm was done to the patient.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos show the product packaging. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose and bent cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose and bent cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe customer found that the needle of the arterial blood collection device was detached and bent. The following information was provided by the initial reporter. The customer stated: when checking the outer packaging, it was found that the needle of the arterial blood collection device was detached and bent, making it unusable. Immediately replaced another arterial blood collection device. No harm was done to the patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos show the product packaging. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose and bent cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose and bent cannula. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.